Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's stimulator wasn't working and they couldn't get it to turn on. Caller attempted to connect to their ins using their patient programmer, but the screen was blank. Caller was to replace the programmer batteries and call back if the issue was not resolved. No symptoms were reported. No further complications were reported or anticipated.